Event description:
It was reported that the patient with this electrode exhibited twiddlers syndrome and pocket, and electrode revision was to be performed. The field representative noted the tachycardia therapy had been programmed off. Technical services (ts) noted how the therapy could have been programmed off and that it was likely due to the twiddling scenario. This electrode was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode exhibited twiddlers syndrome and pocket, and electrode revision was to be performed. The field representative noted the tachycardia therapy had been programmed off. Technical services (ts) noted how the therapy could have been programmed off and that it was likely due to the twiddling scenario. This electrode was successfully repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received, during the procedure the patient did not appear a twiddler when the pocket was opened. This s-ICD was explanted and replaced. The electrode remained in service with the new s-ICD. No additional adverse patient effects were reported.